Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak due to a loose connection of the bag to a line was reported and is known to cause this alarm. The cause of the leak/loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a leak at the connection site of the heater line to a bag due to a loose connection. The technical service representative explained the alarm to the patient and assisted with clearing it. The patient was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.